Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) exhibited mechanical issues. The patient questioned if a replacement was needed. A boston scientific patient services consultant helped them find an urologist for device assessment. No additional information was reported. No patient complications were reported.